Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screen of the insulin pump had scratches that making it hard to see. The insulin pump had a small crack on the screen corner and the case also had scratches. The belt clip rail was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.